Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogating the implantable cardiac monitor, the live reading showed no heart rhythm due to lack of tissue contact. It appeared that he device was in the breast tissue. No intervention was performed. The patient was stable and would continue to be monitored.